Event description:
(B)(4). Began having an extreme onset of hives traveling from my feet to my scalp. Extreme itching would occur sometimes lasting for weeks or months. The only thing that helped was ingesting zyrtec once or twice a day, to keep me from missing work. I worked for a dermatologist at the time and attempted to single out what was causing the hives. I had no changes after following all of their recommendations and removing high allergy items from my life. At times, the hives would appear even during sleeping hours of the night with no warning. Before the placement of essure, I had no known allergies accept for cat dander, which I completely refrain from being around. I also had never experienced hives before this first incident. The incidents of hives grew more frequent over time, to the point that if I missed taking an allergy pill I was bound to break out. I had to start having zyrtec on hand at all times in my purse. I have also begun to have allergic reactions to latex, adhesives, and more as time passes, which I never had before.

Event description:
(B)(4). I have since had a full hysterectomy on (B)(6), leaving only the ovaries. After an abdominal ultrasound and flat panel xrays, the physician felt the coils were still contained in the tubes however when she performed the laparoscopic procedure via davinci, she encountered one coil imbedded in the uterus that had perforated the top of my uterus, thus likely causing all my abdominal pain. I am 10+ weeks post op and have not had any instances of hives. I have not taken any antihistamines since my surgery date. The joint pain and foot issues have resolved thus allowing me to exercise again. I have since lost 15+ pounds. I feel like my mind is so much clearer and I am able to concentrate better during my workday, accomplishing so much more than prehysterectomy. My gi issues have resolved as well and I was able to discontinue all ppi's and antacids. My hair is beginning to grow again and is not falling out as much.